Event description:
Attorney alleges the plaintiff has sustained injuries which include, but are not limited to: extreme fatigue, exhaustion, joint pain, concerphobia, severe weakening of immune system, hardening and disfigurement of breasts, emotional distress, permanent injury, physical disability, disfigurement and cosmetic deformities.